Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "fiber optic sensor" alarm right after start up. The staff removed, and reinserted, the fiber optic cable but the alarm persisted. The inner lumen was then utilized for reading the arterial pressure. The iab was removed and the patient went home two days later. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).